Event description:
It was reported that the compressor generated alarms for low pressure. There was no patient harm. Manufacturer's ref.: (B)(4).

Manufacturer narrative:
It was reported that the compressor generated alarms for low pressure. Our field service engineer found a low pressure alarm and observed an abnormal sound. The compressor pressure regulator was adjusted and the compressor was placed under observation. No further information has been received despite request. If the compressor doesn't produce enough air pressure to the ventilator both the compressor and the ventilator will generate alarms for low pressure. If no o2 gas is connected to the ventilator, stop of ventilation may result as a worst case scenario. The conclusion in this matter is that the compressor pressure regulator most likely was malfunctioning, but this could not be confirmed. As no goods were returned for investigation, the root cause of why the pressure regulator failed could not be determined.

Event description:
Manufacturer's ref.: 227147.